Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with right atrial (ra) lead and pacemaker recorded loss of capture (loc) that appear to be functional non-capture due to pacemaker blanking period programming. The ra lead was confirmed to be in the same position as when implanted after an x ray analysis was completed. Device reprogramming suggestions were completed. The pacemaker and ra lead remain in service. No adverse patient effects were reported.